Event description:
On (B)(6) 2013, a peritoneal dialysis patient (pd) called technical support (ts) to inquire about the performance of the cycler during treatment. During a follow-up call with the patient's pd nurse, it was found the patient was previously treated for peritonitis. The patient was first diagnosed with peritonitis on (B)(6) 2013. Antibiotic treatment for confirmed peritonitis commenced on (B)(6) 2013 with a final antibiotic dose administered on (B)(6) 2013. The patient has continued pd therapy with no additional complications. Medical records were requested and received.

Manufacturer narrative:
Review of the patient's medical records show a culture of the patient's peritoneal fluid was ordered by the physician on (B)(6) 2013. Results of the culture indicated the patient's peritoneal cavity was exposed to a gram positive enterococcus faecalis. The patient has successfully completed antibiotic treatment and continues pd therapy with the cycler. A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.